Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the balloon, distal tip and hub were in a good condition. There were no kinks, clamp marks or elongation noted on the balloon. Functional evaluation was performed, and the balloon was inflated; however, it was noticed that the balloon had a pinhole. The found failure of a pinhole confirms the reported event of the balloon leaking. This failure is likely that the pinhole is the result of device manipulation while the device had been prepared or an extra force could have been applied on it causing the pinhole and consequently the leak that was being reported. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used during a percutaneous nephrolithotomy (pnl) procedure to be used in the ureter/kidney performed on (B)(6) 2021. During preparation, the balloon was noted to be leaking while the contrast with nacl was being inserted without inflating the balloon. The procedure was completed with another occluder balloon catheter. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon has a pinhole; therefore, this is now an MDR reportable event.